Event description:
Boston scientific received information that during a device change out from this implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), only one right atrial (ra) set screw had been loosened. The physician attempted to remove this right atrial (ra) lead out of the device header. The insulation was pulled apart and the conductor coil was unwound while part of the terminal pin remained in the device header. The second set screw was loosened and the terminal end was removed from the device. The lead was surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.